Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with a homechoice (hc) device, passed away due to respiratory failure. It was not reported whether the pt was hospitalized prior to death. It was not reported whether the pt was connected to the hc at the time of death or if pd therapy was ongoing until the time of death. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that in the months leading up to the death, the patient had been hospitalized for cardiac arrest. Per the pdrn there were no overfill events, increased intraperitoneal volume (iipv) or high drain volume alarms prior to the event. During hospitalization, the patient discontinued peritoneal dialysis (pd) therapy and was placed on hemodialysis. On an unknown date, the patient was discharged from the hospital to a long term rehabilitation facility until they passed away. The cause of death was reported to be cardiac related. The patient remained on hemodialysis until they passed away. Due to the information provided during follow up, it was determined that the homechoice device is no longer considered suspect in this event.